Event description:
This lead was capped because it was found to be fractured. The pt reported having moved multiple heavy bags of stove fuel weighing upwards of 50 pounds and the physician suspected that this behavior led to the observed lead issue. The physician elected to replace the associated pacemaker at this time. Should add'l info become available, this event will be updated.